Manufacturer narrative:
The user facility report # (B)(4) is attached to this submission. The patient weight was not provided. Approximate age of device - 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received from a user facility report, uf report # (B)(4) stating: gi bleed requiring 3 or more units of blood status post (s/p) heartmate 3 lvad implant (B)(6) 2018. Patient had gi bleeding in the setting of lvad and supratherapeutic inr. The heartmate 3 lvad is currently implanted in the patient and working properly.